Event description:
It was reported that during a lap nephrectomy procedure, the surgeon used the device for 15 minutes to a half an hour, but when he went to open it, it ripped. A second device was opened and it did the same thing. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.